Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blood glucose level of 36 mg/dl, which was treated with food. Blood glucose level rose to 47 mg/dl near the end of the call. Low blood glucose troubleshooting was not performed. The insulin pump was now replaced or returned for analysis.